Event description:
The hcp reported that the catheter was examined during routine pump replacement surgery, and there was poor spinal fluid return. There was a little free flow of spinal fluid; however, the hcp felt it was not enough. The hcp also encountered resistance when injecting through the catheter. The catheter was then cut just before the anchor in the back and the spinal fluid flow increased, and the contrast spread was good, so the hpc left that piece of the catheter in and spliced to the distal end. It was reported that the pt had experienced no symptoms. The pt outcome was reported as "fresh post-op, expected to recover without sequela". The pump had been programmed to deliver hydromorphone (90.0 mg/ml) and bupivicaine (30.0 mg/ml) at a rate of 18.98 mg/dl. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.